Manufacturer narrative:
(B)(4).

Event description:
Physician contacted dexcom on behalf of the patient on (B)(6) 2016, to report a detached sensor wire that occurred on (B)(6) 2016. The sensor insertion was at the abdomen on (B)(6) 2016. The physician reported that the tip of the sensor wire was stuck in the patient's skin after removal. The physician performed an ultrasound on (B)(6) 2016 and it was confirmed that the sensor wire was under the patient's skin. The physician referred the patient to a surgeon on (B)(6) 2016. The surgeon did not feel there was a need for any surgery as it was not palpable. The surgeon recommended that the patient's father monitor the site for any signs of possible infection. Patient's father stated they do feel as though the sensor wire is working its way out of the patient's skin. At the time of contact, the patient was in "good" condition. No additional event or patient information is available.